Event description:
The pt experienced pruritus and increased spasticity 48 hours after the pump was refilled. The pt's husband reported that the health care professional (hcp) did not have the correct concentration of baclofen at the time of refill and "diluted" drug was used to refill pump. Following troubleshooting, they found that the pump was flipped and the pt experienced a pocket fill during her refill appointment. The pt was taken to the operating room in 2009 for a pump and catheter revision; the pump was flipped and occluding the catheter. The catheter was "managed documenting patency" and the pump was re-secured in pocket. The event resolved and the pt experienced no adverse sequela.